Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v736567, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that impedance testing showed there were high impedances of greater than 3600 in all combinations on electrode zero. No action was required. The issue was not resolved and the cause of the issue was not determined. It was unable to be determined if the issue was with the implantable neurostimulator (ins) or with the lead. Electrode zero was not and is not in use. There was no complaint from the patient. The patient experienced no symptoms, was receiving effective therapy, was alive without injury, and no further action was planned.